Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.